Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-15296. It was reported the patient is experienced ineffective stimulation due to lead migration. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿lead migration ¿was not confirmed. The observation cannot be confirmed through electrical/mechanical testing when referencing the leads. The root cause could not be ascertained. No xray images were provided. The associated swift-lock anchors functioned as design during a fit and function test.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.